Event description:
In 2008, the purchasing agent for a hospital reported to covidien they had an n295 pulse oximeter without any audio tone. There was no report of pt involved.

Manufacturer narrative:
The hospital's purchasing agent had no other info regarding the n295 and stated she would ask the biomed department if they had any further details regarding the n295. Covidien requested the customer return the n295 for failure investigation. The customer stated they would not be returning the n295 and would contact us if they decided to order replacement parts to service the unit themselves or return the device to us. This investigation is in progress and a follow up report will be filed if the n295 is returned for failure investigation, and/or any new significant info is attained.